Event description:
Per the clinic, the patient experienced a performance decrement subsequent to no benefit and unable to wear the device due to migration of the electrode array. It was also reported that the patient developed an infection and extrusion of the implant. The patient underwent revision surgery (specific date not reported) to reposition the device, however, the issue did not resolve. The device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR [6000034-2026-00171] submitted on january 28, 2026 was filed inadvertently. It is confirmed that there was no infection. The repositioning surgery was performed under general anesthesia approximately on (B)(6) 2025 (specific date not reported).

Event description:
Correction: the initial MDR [6000034-2026-00171] submitted on january 28, 2026 was filed inadvertently. It is confirmed that there was no infection. The repositioning surgery was performed under general anesthesia approximately on (B)(6) 2025 (specific date not reported).